Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.